Event description:
Unit was returned to facility for repair. It was noted by repair tech that there are signs of heat damage on the shrink wrap around the battery pack. No injury involved, unit was not in use.